Event description:
The manufacturer was contacted in reference to allegations that the patients throat is red, chest pressure during sleep, shortness of breath, not sleeping well, and tired. The device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2026-011130. This report was submitted as a correction report of the previously submitted report. Reported as a serious injury - required intervention and corrected to product problem.